Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level had been as low as 30mg/dl. The customer states paramedics responded and treated with glucose tablets. The customer states the pump was damaged at the battery compartment. The customer's most current level was 150mg/dl. The customer had been treated with food. Troubleshoot was conducted. The customer was advised the pump would have to be replaced. The customer's pump was out of warranty and was advised of process for obtaining new pump.